Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 one 2.5x12 xience xpedition stent was implanted in the first diagonal coronary artery. On (B)(6) 2015 the patient had unstable angina and was found to have severe two-vessel coronary artery disease (cad) with 90 to 95% in-stent restenosis. Coronary artery bypass graft surgery was performed in the target lesion first diagonal, the proximal left anterior descending coronary artery, and the first obtuse marginal coronary artery. The condition resolved and the patient was discharged from the hospital on (B)(6) 2015. The patient had unstable (crescendo) angina on (B)(6) 2015. The patient was on maximized medical therapy for known multi vessel cad and a scheduled heart catheterization was performed on (B)(6) 2015. An 80% stenosis was found in the non-study lesion at the distal anastomosis of the saphenous vein graft. The non-target lesion was treated with a stent. The condition resolved on (B)(6) 2015. The patient was discharged from the hospital on (B)(6) 2015. No additional information.